Event description:
It was reported to philips that the display was broken after being dropped. There was no patient involvement.

Manufacturer narrative:
The manufacturer's authorized field service engineer (fse) evaluated the device and confirmed the reported problem. Upon conclusion of the evaluation, it was determined that this was a malfunction of the face plate assembly and defibrillator capacitor assembly , which was replaced and the device was returned to full functionality. The device remains at the customer site and no further evaluation is warranted at this time